Event description:
Patient reported device system was removed due to infection. Hcp reported the onset of the infection was two to three weeks after implant. Symptoms included fever, drainage and incision wound opening. The primary location of the infection was the lumbar region. Cultures were obtained from the lumbar region and the type of organism found was staph. The patient was treated with both IV and oral antibiotics. Hcp reported the infection resolved.